Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device was not returned for service. The database showed no quality notifications were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4).

Event description:
(B)(4). Customer called requesting part number for the 8100 logic board. After providing part number I asked why they were replacing. The customer informed me it was due to error code 2610.4130. I then asked if the customer troubleshot with a known good logic board. After hearing them state "no" I informed them that it could be the motor control board and to try a known good of each. Recommended sending 8100 in for repair. No patient involvement. Serial number: (B)(4).